Event description:
It was stated that the insulin pump alarmed no delivery due to insulin leaking into the reservoir compartment. No information was provided on the reservoir that leaked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.